Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device was unable to establish telemetry despite multiple attempts. Auto identification or manual loading of device software did not recognize the device and use of magnet application elicited continuous tone from the device. It is unknown if there was any intervention. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. A review of the save to disk found no anomalies.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device was unable to establish telemetry despite multiple attempts. Auto identification or manual loading of device software did not recognize the device and use of magnet application elicited continuous tone from the device. It is unknown if there was any intervention. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.